Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing on false bradycardia and pause episodes. The icm was repositioned and remains in use. No patient complications have been reported as a result of this event.